Event description:
It was reported that six weeks post-op from a hemiorrhoidectomy, there is a stricture. The staple line is too tight and will not allow the index finger to go through the anus. (Staple line is 4-5cm from anus).

Manufacturer narrative:
Information not available, device not returned for analysis.